Event description:
It was reported that during a da vinci surgical procedure, a frayed cable was identified on the precise bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch up cable to be frayed at the distal clevis hub. The other cables at the wrist of the instrument did not exhibit any damage. The clevis did not exhibit any wear mark or damage. No other damage was found.